Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during maintenance a ventilator display intermittently froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
A liquid crystal display (lcd) assembly was returned to covidien/medtronic¿s failure analysis. The failure analysis technician reported that the lcd assembly could not have caused the reported issue. The investigation determined that the reported issue was attributed to the single board computer (sbc) which was not returned. If information is provided in the future, a supplemental report will be issued.